Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. The fse discovered that the peristaltic pump tubing to aspirate probe three (3) had come out of its lock position and had been pulled into and torn by the peristaltic pump. The fse tested aspiration rates of all three (3) aspirate probes and confirmed that aspirate probe (3) was malfunctioning as it was aspirating at a significantly slower rate than the other aspirate probes. If excess fluid is left in reaction vessels (rvs) by incomplete evacuation the residual unbound analyte could lead to discrepant results. The fse replaced the tubing to aspirate probe three (3) and verified the instrument via system check, high sensitivity (hs) system check and qc (quality controls). All verification testing passed within instrument and assay specifications. In conclusion, a hardware malfunction of the peristaltic pump aspirate probe tubing is the cause of this event.

Event description:
The customer reported obtaining a failing system check routine on (B)(6) 2017 on the laboratory's unicel dxi 600 access immunoassay system serial number (B)(4). After a service intervention was performed on the instrument, the customer reanalyzed all of their patient samples from (B)(6) 2017 and discovered that there were multiple erroneous results for an unknown number of patients involving several different assays. The customer specifcally identified that the vitamin b12 (access vitamin b12), free thyroxine (access free t4) and parathyroid hormone (access pthio) assays were impacted. It was noted that this instrument had undergone routine maintenance on (B)(6) 2017 and a system check routine was performed and passed within instrument specifications at that time. Although corrected reports were generated for some of the patients, there was no known change to or impact to patient treatment in conjunction with this event. Qc (quality control) and calibration information was not supplied. The customer did note that they were not experiencing qc issues around the time of the event. The customer typically collects patient samples in 3ml lithium heparin plasma tubes with a gel separator. The samples are then centrifuged at 1550g for ten (10) minutes at room temperature. There are no indications of sample integrity issues in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.